Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notifications occurred after filling multiple cartridges with less than 125 units of insulin. The customer's blood glucose level ranged from 240-250 mg/dl. Customer reverted to manual injections for insulin therapy.